Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem of particulate matter was confirmed. The laboratory analysis of the particles determined that the root cause of the problem was that during packaging of this lot, the minicap off-load station crashed, causing mechanical issues. Aluminum particles from the incident fell onto the uncovered minicaps in this index. Following this incident, cleaning and inspection procedures were updated and improved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation it was identified that an unopened pouch with minicaps had particulate matter inside. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.